Event description:
Per provider: leaking per independent repair center statement, the unit was unit will not start. The key failure was inlet filter dirty, cabinet filter missing, regulator kit leaking.